Event description:
The physician placed the 16 fr. Introducer sheath via the rij for infusion of tpa, the sidearm of the sheath broke off of the diaphragm. The physician basically reconstructed the patient's ivc with some sort of wall graft and then was lysing patient with tpa. The second time the introducer's sidearm fitting broke off, the patient was in the room and coughed. The patient then felt blood on the neck.